Event description:
The account alleged the nurse call was not alerting at the nurses' station. No patient impact.

Manufacturer narrative:
The technician found the nurse call cable was connected to a dummy plug on the head wall, user error. The technician reconnected the nurse cable to the bed to resolve the issue.